Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient's infusion device had a spot on the display that affected the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.